Manufacturer narrative:
The complaint source confirmed that the product has been disposed. The manufacturing records for top assmebly batch 6772669 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the 90% stenosed and calcified mid left anterior descending artery (lad). The quantum maverick monorail balloon was being used for post dilation of another manufacturer's stent. The quantum maverick monorail balloon ruptured at 14 atms. The number of inflations and to what atms is unk. The procedure was completed with another manufacturer's balloon. Patient status was reported as 'good'.